Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing?" Yes. If so, did the "noise" prevent insufflation? Yes. Please describe the noise. Gushing. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Graspers, 5-10mm scopes. Was any torque being applied to the trocar or device? No.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure. The device was leaking through the seal and loosing insufflation. The surgeon went through 3 tanks of co2 during the procedure in order to complete the procedure with the second device. There was no patient consequence reported. Two devices were discarded.